Manufacturer narrative:
Addendum for follow up info received on (B)(6) 2008: the allergologist stated that the pt has a facial angioedema and epicutaneous testing will be carried out (date nos). The reporter's causality is: highly probable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate ((B)(4)). This case involves a (B)(6) female who was treated with injectable poly-l-lactic acid (sculptra) during 5 sessions in 2007. Her face is swollen approximately two months after the poly-l-lactic acid session due to an allergic reaction to some substance. This incident happened two times (after 4th and 5th session). Her face is swollen to the jaw region. The health professional who injected the poly-l-lactic acid to the pt in the cheekbones region, informed the pt that this allergic reaction is not related to poly-l-lactic acid (sculptra). The allergic test will be carried out on (B)(6) 2008. A ptc (pharmaceutical technical complaint) has been issued.